Event description:
The customer observed falsely decreased calcium results generated on the architect c8000 processing module for two patients. The samples were repeated and the results were in the normal range. The following data was provided: calcium reference range: 8.4 to 10.2 mg/dl. Patient 1 initial calcium result = 4.9 mg/dl; repeat result = 8.6 mg/dl. Patient 2 initial calcium result = 5.6 mg/dl; repeat result = 9.7 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting and determined the cuvette segment was the likely cause of the issue. The cuvette segment was cleaned and the issue was resolved. An instrument service history review for (B)(6) revealed two additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased calcium results generated on the architect c8000 processing module for two patients. The samples were repeated and the results were in the normal range. The following data was provided: calcium reference range: 8.4 to 10.2 mg/dl. Patient 1 initial calcium result = 4.9 mg/dl; repeat result = 8.6 mg/dl. Patient 2 initial calcium result = 5.6 mg/dl; repeat result = 9.7 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.